Event description:
The rn opened a foley catheter kit and found the syringe with sterile water had no cover and only 1 ml of fluid was in the syringe. Manufacturer response for foley cath kit, bard sure step foley tray system, 16 fr (per site reporter): supply chain leadership reviewed with rep.